Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with an a&p vaginal vault repair due to pop and sui. The patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia. It was reported that the patient underwent a mesh revision on (B)(6) 2009 and (B)(6) 2011. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Additionally, on (B)(6) 2011, flex hd was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that patient underwent an eua and revision of vaginal mesh exposure on (B)(6) 2010, due to post avulta mesh exposure. No additional information was provided.